Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation: one sample was provided to our quality team for investigation. Upon visual inspection, no damage or other defects were observed on the device and the plunger moved without issue. A device history review was performed for reported lot 2508030, no deviations or non-conformances occurred during manufacturing that could have contributed to the reported concern. The silicone used in this product is medical grade and is applied during syringe assembly to support smooth plunger movement. Throughout the manufacturing process, break out force and sustaining force testing are conducted for each lot to evaluate plunger movement. Results for the reported lot were reviewed and no issues were identified, all production and quality processes were carried out normally. Retained samples of lot 2508030 were used for additional evaluation. These samples were thoroughly inspected, no damage or defects were observed and the plunger moved smoothly along the barrel. Additional testing confirmed that breakout force and sustaining force were all within specification. Testing was also performed on the returned sample confirmed that the device met all required specifications, and no issues related to the reported concern were identified. Based on the evaluation of the returned sample, retained sample analysis, and device history review, we did not identify an issue with the product and lot reported therefore a root cause related to our product or process cannot be established. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Manufacturer narrative:
Initial MDR, if a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Event details: luer lock syringe was used for intravenous analgesia administration. After the patient's peripheral access was flushed (soft flushable), the medication was connected to the three-way stopcock (basic infusion via spaceline at 50ml/h ran smoothly). The calculated flow rate of 70 ml/h was started, but after a few seconds a pressure alarm was triggered by the perfusor. When the pressure alarm was triggered, the syringe plunger, which was clamped in the perfusor, also stopped. Even after reinserting the syringe and then replacing the perfusor, the pressure alarm was always triggered after a few seconds with the syringe plunger quivering. It was necessary to change to a 50 ml syringe." When did the incident occur? During use. Was patient or user harmed? If yes, please explain no. Was additional medical intervention/medication required? If yes, please explain no.